Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory a thorough product analysis was performed. It was noted the clear medical adhesive was torn and separated from the expanded polytetrafluoroethylene at the distal and proximal ends of the spring electrode. The proximal spring was also stretched at these locations. The conductor coil was exposed. No damage was noted at lead¿s tip or helix that would have contributed to the dislodgment.

Manufacturer narrative:
(B)(4). The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
Boston scientific received information that during the implant procedure the insulation of the right ventricular (rv) lead was damaged exposing the conductor coil. It was also noted, the rv lead dislodged during the procedure. As a result, this lead was not successfully implanted. No adverse patient effects were reported.